Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the haptic was torn. The surgery was completed with the same lens. On another day, the patient underwent surgery to explant the iol with the company lens. During the explant surgery, when the lens was removed by another surgeon, the second haptic element also came off. The surgery was completed with the replacement company lens of same diopter. Additional information has been requested and received stating that after the surgery the planned vision was achieved. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Additional information has been provided in h.3., h.6. And h.11. The product was not returned for analysis. The complainant indicates the use of natrium hyaluronate 1.4% as a viscoelastic which is not qualified for use with the associated iol model. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).